Event description:
I received a confirmed diagnosis of endometriosis via laparoscopy. It appears it is still unk what caused this disease, but after speaking with several women, myself included I feel it would be beneficial for a study to be done on endometriosis diagnosed in women with breast implants, and this may be added to the breast implant illness list of side effects and symptoms. Cholecystitis, sciatica and widespread nerve pain, menorrhagia, ovarian cysts, migraines, vit d deficiency. FDA safety report ID# (B)(4).